Manufacturer narrative:
Na

Event description:
The customer reported that the ventilator went vent inop. The customer reported that there was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The customer returned the unit to the factory for repair and reprocessing. Failure investigation on this unit shows that the customer reported problem was duplicated and the root cause was identified to be a loose flow valve connector. This unit will be reprocessed per manufacturing procedure.